Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown due to low battery. Customer declined to provide further information regarding the low battery or shutdown. There was no reported impact to customer's blood glucose. Customer charged pump and insulin delivery was resumed.